Event description:
It was reported by the customer that a pyxis medstation es system station entire drawer not functional, not opening. Customer stated that entire drawer 4.2 is not allowing any medications to be dispensed and all the cubies are not opening. There were delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined cubie drawer not detected on bus a field service engineer after installing new pockets to resolve this issue. The medstation is now fully operational and customer confirmed access multiple times. The system functioned as intended after field service engineer troubleshooted the device.